Event description:
Patient presented for removal of known fractured inferior vena cava (ivc) filter. Device was placed at an outside institution and patient was referred for removal. Per interventional radiologist, there was "successful retrieval of the main portion of the g2 filter with three attached arms and one attached leg, failed retrieval of fractured and locally embolized filter legs (#5) and arms (#3). The patient was counseled regarding the potential long term consequences of the retained filter fragments."